Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain and failed back surgery syndrome. The pump was used to deliver unknown morphine 1mg/ml at 1.192mg/day. It was reported that the hcp wanted to reposition catheter more posterior for better pain relief. The patient was getting some pain relief, but felt that this would better address better pain relief. On (B)(6) 2024, the physician repositioned the intrathecal portion of the catheter more posterior. The portion was replaced with an 8781 tip portion. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any troubleshooting/diagnostics performed. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available. Additional information received on 2024-06-26 indicated that the patient was having a catheter revision due to a change in therapy. The entire catheter was replaced. The new catheter had been placed above where the existing catheter was in the spine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and healthcare provider (hcp) reporting that the cause of the change in therapy/lack of therapy was unknown.

Event description:
Additional information was received from the company representative (rep) reporting additional details of the revision. It was reported that on that date [catheter revision] the catheter was cut and tied off using vascular clamps and tie off using ligation technique, then a whole new catheter was placed. When the catheter was cut, the portion of the catheter towards the pocket retracted some into patient side and healthcare provider had to try to "undermine" or dig to try to remove the catheter piece that was near the side of the patient toward the pump pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.